Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 05/02/2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Patient stated that there were no background applications or other bluetooth devices. Advised patient to restart the smart device every other day to prevent loss of connection. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/20/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.